Event description:
During a follow-up, episodes of oversensing were noted on the right ventricular (rv) lead. Lead damage was suspected but was not confirmed. An x-ray was performed and no anomalies were observed. The rv lead was capped and replaced. The patient was stable.